Event description:
Physician had partially inserted catheter via sheath and then pulled it back. He noticed some plastic residue on the catheter that appeared to be flaking from the sheath. He switched to a different kind of sheath.